Event description:
Formal complaint regarding unauthorized use and mismanagement of picosure pro laser devices resulting in severe skin damage dear sir/madam, I am writing to file a formal complaint against cynosure (manufacturer of (B)(4)), its authorized distributor, and the (B)(6) for the unauthorized use of laser devices, failure to obtain informed consent, and mishandling of medical procedures during my treatment on (B)(6) 2023. This resulted in severe and permanent skin damage. Incident summary: on (B)(6) 2023, I signed a contract with the (B)(6)) for picoway laser services aimed at skin rejuvenation. After completing the treatment, therapist (B)(6) used the picosure pro device without my prior consent or a signed agreement. I experienced intense burning, swelling, and redness during the procedure. (B)(6) claimed this treatment was part of a "free device testing campaign" by the manufacturer, and assured me it was common practice at the clinic, despite the visible damage and pain I endured. I was not informed about the risks of combining two different high-powered lasers, and this additional procedure was not part of the original treatment plan. No consent form was signed for this added treatment. Violations of FDA regulations and industry standards: 1. Unauthorized use of medical devices the clinic used the picosure pro device beyond the scope of the signed treatment contract, without obtaining informed consent, violating patient rights and device operation standards. 2. Unapproved dual-laser operation the combination of picoway and picosure pro was not FDA-approved, nor was I informed about the risks of using two high-powered lasers in succession. This suggests unauthorized, experimental use of devices. 3. Manufacturer's negligence cynosure failed to monitor the clinic's use of the picosure pro device and neglected to report the adverse event, violating 21 cfr part 803 (medical device reporting). 4. Improper handling and intimidation after I filed a complaint, the clinic threatened me, stating that "the device manufacturer will protect the clinic's interests," and delayed my treatment by referring me to an unrelated specialist instead of addressing the skin damage caused by the lasers. Relevant FDA regulations potentially violated: 21 cfr part 812: unauthorized clinical testing and lack of consent. 21 cfr part 820: failure to maintain device safety and patient protection. 21 cfr part 803: failure to report adverse events. 21 cfr part 50: failure to obtain informed consent. Requests for FDA action: 1. Investigation: conduct a full investigation into cynosure and the clinic's compliance with FDA regulations regarding patient consent and device management. 2. Adverse event audit: verify if cynosure has submitted adverse event reports related to the picosure pro device at the clinic, as required by 21 cfr part 803. 3. Device compliance audit: inspect the safety certifications and off-label usage of the picosure pro device. 4. Patient rights protection: ensure the clinic adheres to informed consent protocols and maintains proper device usage and staff training. 5. Manufacturer oversight review: evaluate cynosure's oversight procedures to prevent unauthorized device use in its authorized clinics. Thank you for addressing this matter. I look forward to your prompt response. (B)(6).